Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited a monitoring voltage of 2.74 volts and a charge time of 25.6 seconds. The device had declared elective replacement indicator (eri) battery status in may. The device was explanted and replaced with a cardiac resynchronization therapy defibrillator (crt-d) and will be returned to guidant for analysis. The physician had no allegations against this device, but wanted to confirm the longevity was appropriate.